Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) lab received the suspect main pcba for investigation. The fa lab was unable to duplicate the reported failure of xdcr fault in the laboratory setting. The unit did have a ¿circuit fault¿ error occur in ventilate mode during the investigation. The connecting hose was reinstalled and the unit restarted. The unit operated without fault. No further investigation is required. This reported issue will be tracked and the situation will be internally investigated.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed multiple xdcr (transducer) fault and ventilator inoperable. The customer did not report if there was patient involvement or not, at this time it is unknown.